Event description:
Paramedics used the device to monitor a patient's ECG using paddles leads. Patient details were not reported. The monitor allegedly displayed an ECG rhythm that was not consistent with the patient's condition. The operator attached a patient cable to the patient and the expected ECG was displayed. There were no adverse affects to the patient reported as a result of the alleged malfunction.